Event description:
It was reported that during an ablation procedure, there was a blue pixel "bowtie" that was witnessed. The user let off the foot pedal during the treatment but this did not help dissipate the blue pixels. It was noted there was a biopsy performed that was a single core. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.